Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-01062 addresses the first grounding pad, while manufacturer report # 3005099803-2013-01267 addresses the second grounding pad. It was reported to boston scientific corporation on (B)(6) 2013 an two grounding pads were used during a radiofrequency ablation (rfa) in the liver procedure performed on (B)(6) 2013. According to the complainant, the procedure was completed in 50 minutes. The grounding pads were removed and it was noted that the skin on the thigh was separated due to adhesive strength, and blistered. It he physician's assessment it was thought that the blistering was not caused by burn ; but he thought that the skin of the patient was weak. The physician pointed out that the adhesive strength might be too strong with patient return electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The generator has been used after this procedure without any issues.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-01062 addresses the first grounding pad, while manufacturer report # 3005099803-2013-01267 addresses the second grounding pad. It was reported to boston scientific corporation on (B)(4) 2013 two grounding pads were used during a radiofrequency ablation (rfa) in the liver procedure performed on (B)(6) 2013. According to the complainant, the procedure was completed in 50 minutes. The grounding pads were removed and it was noted that the skin on the thigh was separated due to adhesive strength, and blistered. It he physician's assessment it was thought that the blistering was not caused by burn ; but he thought that the skin of the patient was weak. The physician pointed out that the adhesive strength might be too strong with patient return electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The generator has been used after this procedure without any issues.

Manufacturer narrative:
(B)(4). Investigation results: an evaluation was performed on both the complaint devices and samples retained by the manufacturer from the same lot. Visual evaluation of the retained samples found that they met internal guidelines and specifications. An adhesion test was also performed, and they were found to perform within specifications. Finally, mechanical tests were performed and all samples performed within limits. No faults were detected. Two of the four grounding pads used during the procedure in question were returned, and a visual evaluation found skin removals were present on both pads (32x20mm and 7x7mm). The devices involved in the incident were not returned in a state suitable for adhesion and mechanical testing; therefore, the complaint could not be confirmed. A root cause for this event could not be determined.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.